Event description:
Champion-af study. It was reported device related thrombus (drt) occurred. A left atrial appendage (laa) closure procedure was performed. Prior to index procedure, aspirin (81mg) was administered. The patient underwent successful placement of a 24 mm watchman flx device with complete laa seal and deployed device diameter of 21.0 mm. The patient was discharged on aspirin and apixaban. The patient presented for protocol required 4-month laa-imaging and transesophageal echocardiogram (tee) assessment revealed left ventricular ejection fraction of 55% and complete seal with a pedunculated, non-mobile thrombus with maximum area of 1.7 cm2 on the watchman flx device and left to right residual atrial septal shunt with size of more than 3 mm. However, no evidence of pericardial effusion and thrombus in the left atrium. At the time of the event, the patient was on aspirin (81mg). A repeat echocardiogram was scheduled in 90 days.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
Champion-af study. It was reported device related thrombus (drt) occurred. A left atrial appendage (laa) closure procedure was performed. Prior to index procedure, aspirin (81mg) was administered. The patient underwent successful placement of a 24 mm watchman flx device with complete laa seal and deployed device diameter of 21.0 mm. The patient was discharged on aspirin and apixaban. The patient presented for protocol required 4-month laa-imaging and transesophageal echocardiogram (tee) assessment revealed left ventricular ejection fraction of 55% and complete seal with a pedunculated, non-mobile thrombus with maximum area of 1.7 cm2 on the watchman flx device and left to right residual atrial septal shunt with size of more than 3 mm. However, no evidence of pericardial effusion and thrombus in the left atrium. At the time of the event, the patient was on aspirin (81mg). A repeat echocardiogram was scheduled in 90 days. It was further reported that the patient was started on apixaban (10mg/day) in response to the event. It was further reported that the thrombus was located on the atrial facing surface of the watchman flx device and left to right residual atrial septal shunt of size >3 mm was noted. It was further reported that the event was considered resolved.

Manufacturer narrative:
H6: impact codes updated from f26 no health consequences or impact to f2303 medication required.

Event description:
Champion-af study. It was reported device related thrombus (drt) occurred. A left atrial appendage (laa) closure procedure was performed. Prior to index procedure, aspirin (81mg) was administered. The patient underwent successful placement of a 24 mm watchman flx device with complete laa seal and deployed device diameter of 21.0 mm. The patient was discharged on aspirin and apixaban. The patient presented for protocol required 4-month laa-imaging and transesophageal echocardiogram (tee) assessment revealed left ventricular ejection fraction of 55% and complete seal with a pedunculated, non-mobile thrombus with maximum area of 1.7 cm2 on the watchman flx device and left to right residual atrial septal shunt with size of more than 3 mm. However, no evidence of pericardial effusion and thrombus in the left atrium. At the time of the event, the patient was on aspirin (81mg). A repeat echocardiogram was scheduled in 90 days. It was further reported that the patient was started on apixaban (10mg/day) in response to the event.

Event description:
Champion-af study. It was reported device related thrombus (drt) occurred. A left atrial appendage (laa) closure procedure was performed. Prior to index procedure, aspirin (81mg) was administered. The patient underwent successful placement of a 24 mm watchman flx device with complete laa seal and deployed device diameter of 21.0 mm. The patient was discharged on aspirin and apixaban. The patient presented for protocol required 4-month laa-imaging and transesophageal echocardiogram (tee) assessment revealed left ventricular ejection fraction of 55% and complete seal with a pedunculated, non-mobile thrombus with maximum area of 1.7 cm2 on the watchman flx device and left to right residual atrial septal shunt with size of more than 3 mm. However, no evidence of pericardial effusion and thrombus in the left atrium. At the time of the event, the patient was on aspirin (81mg). A repeat echocardiogram was scheduled in 90 days. It was further reported that the patient was started on apixaban (10mg/day) in response to the event. It was further reported that the thrombus was located on the atrial facing surface of the watchman flx device and left to right residual atrial septal shunt of size >3 mm was noted.